Event description:
It was reported that the patient had a distal catheter revision on (B)(6) 2013 after failing routine drug screens two times. The ¿morphine levels were off the charts/high". The dose was decreased. The healthcare provider (hcp) believed the catheter was blocked. Following the revision, things were fine. The patient was in on (B)(6) 2014 for a 5% increase as they were titrating the dose back up following the revision. The pump was delivering baclofen compounded baclofen and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that, last year, it was noticed that the patient¿s morphine levels were going up. In october, a test was done and her morphine levels were 10 times higher than what they should have been. The catheter had a lot of holes and it was replaced in (B)(6) 2013. During that time, the patient was not allowed to use her personal therapy manager (ptm).